Manufacturer narrative:
The device was returned as part of the asset return process and the customer allegation was confirmed the air/water channel had white crystallized contamination in the channel. Additionally, the evaluation found: the light cover glasses, optical cover glass and the distal end adhesive glue was worn; left/right angle failed as there were not to specifications; the aspiration and air/water housing colored ring were worn; the light cover glasses was chipped; the distal end cap was worn, and the suction connector had a water leak which failed the water ingress ventilation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that white contamination, possibly a simethicone type product, was found in the air/water channels. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been 5 years since the device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at the scope connector. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.